Event description:
Patient's mother called animas to report buttons on pump is not working and keypad is coming apart. Patient notified mother of the keypad a few days ago. Keypad is torn and silver buttons are exposed. Buttons are not responsive when pressed on. Pump is not available at the time of call, but mother recalls no recent trauma to pump. There was no reported patient impact associated with this complaint. It was reported that the rubber keypad is torn. A torn keypad will permit contamination to permeate the buttons which will have a negative impact on button function; however, the complaint is being reported since it is unknown whether the unresponsive keypad issue happened before the keypad was noted as being torn.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was torn at the up arrow, contrast and down arrow keys. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the ok, up and down arrow keypad buttons responded appropriately and the contrast button was intermittently unresponsive. Evaluation revealed that there was evidence of keypad contamination found under the contrast key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.